Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: after the filter entered the inferior vena cava, there was a delay in the release of one of the main filter legs resulting in the tilt of the head end of the filter being seriously stuck in the inferior vena cava, and the function of the filter could not be played properly. After the adjustment with the wire guide and catheter failed, it was decided to retrieve the filter with a retrieve device for safety. A new filter was then replaced to complete the procedure. The device was returned, and an investigation found that the celect-pt filter had a primary leg crossed with a secondary leg. When the legs were uncrossed, the filter was found fully expanded and nicely shaped. The blue release button on the femoral introducer was jammed, but after some soaking in water, the introducer was fully functional with no non-conformance observed. It is reported that the patient was not in risk for, nor have any history of deep vein thrombosis (dvt) or pulmonary embolism (pe), and no dvt nor pe was observed before implant. It is reported that the patient did not have any anatomical conditions or abnormalities there could have had impact on the difficulties encountered. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the device history record was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Based on the provided information it is unknown what caused one primary filter to be unable to expand. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding, maybe if the filter is deployed in a thrombus or if the filter legs are caught in a clot. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref (B)(4). Similar to device with 510(k) k211875. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: after the filter entered the inferior vena cava, there was a delay in the release of one of the main filter leg, resulting in the tilt of the head end of the filter being seriously stuck in the inferior vena cava, and the function of the filter could not be played properly. After the adjustment with the wire guide and catheter failed, it was decided to the filter with a retrieve device for safety. All of a sudden, it was impossible to tell which main thread was at fault. A new filter was then replaced to complete the procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.